Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. (B)(4).

Event description:
It was reported in a journal article entitled: retained tracheotomy suture: nine years of morbidity authors: darnell j. Brown, and michael j. Pitman, md, valhalla and new york, ny citation: otolaryngology¿head and neck surgery (2010) 142, 626-627; doi:10.1016/j.otohns.2009.11.022. This clinical photograph involved a (B)(6)-year-old male who presented with throat irritation, cough, and dysphonia since a motor vehicle accident nine years previously. At that time, the patient experienced a traumatic brain injury (tbi) and required long-term ventilation. After 1.5 weeks of orotracheal intubation, a tracheotomy was performed. When the authors examined the patient, in-office trans-nasal laryngoscopy revealed a normal larynx with a firm white strand emanating from the trachea and extending through the glottis. The patient was brought to the operating room for a direct laryngoscopy. The foreign body was noted to be a retained prolene suture attached to the old tracheotomy site. The suture was transected and removed. Postoperatively, the patient¿s cough and laryngeal irritation resolved. However, his dysphonia persisted because it was due to the tbi, not glottal inflammation. The authors noted that traction suture was likely placed in the trachea during this patient¿s tracheotomy, or a bjork flap was performed, but information was not present to confirm this. A prolene suture was likely used as a traction suture or to secure a bjork flap. Unfortunately, the suture was never removed, resulting in nine years of morbidity. This complication highlights the benefit of using resorbable sutures, such as vicryl sutures during a tracheotomy. No further information is available.